Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss in 2018 (specific date not reported). The patient was reimplanted with a new baha connect system on (B)(6) 2018.